Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/24/2025, it was reported by a sales representative via (B)(4), an ar-13255 mini suture cutter, top jaw broke off inside the shoulder. This occurred while attempting to cut the suture from the lateral row anchor. The broken piece was retrieved and removed with a non-arthrex suction device. The case was delayed less than five minutes due to the issue. This occurred during a double-row rotator cuff repair with a medial row fibertak triple-loaded procedure on (B)(6) 2025. Additional information was received on 04/02/2025: there is no report of negative effects on or after the surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 01-feb-2016.